Event description:
It was reported this pacemaker system exhibited high out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. It was noted the impedances have gradually increased over the last year. Additionally, there were observation of noise which resulted in pacing inhibition of greater than two seconds. However, the patient is not dependent on therapy. Isometric testing was performed and the noise could be reproduced. Thresholds appear to have increased since implant. Technical services (ts) suspects a lead issue and recommended to perform a chest x-ray. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported this pacemaker system exhibited high out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. It was noted the impedances have gradually increased over the last year. Additionally, there were observation of noise which resulted in pacing inhibition of greater than two seconds. However, the patient is not dependent on therapy. Isometric testing was performed and the noise could be reproduced. Thresholds appear to have increased since implant. Technical services (ts) suspects a lead issue and recommended to perform a chest x-ray. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this pacemaker and rv lead was explanted and replaced successfully. No additional adverse patient effects were reported.